Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi has received the usm and the fa is still in progress. The complaint was confirmed based on the field evaluation. .

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure that a repeated error occurred against arm 4 axis 4. The staff tried to reseat the sterile adapter, with no change. The staff elected to proceed with arms 1-3. The staff disabled arm 1. The procedure was being completed as planned, with no reports of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The usm was returned for failure analysis and the reported error 2313 was confirmed and replicated. In logs, the 23138 errors was found pointing to the carriage, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The universal surgical manipulator (usm) was installed onto a golden system where the 23138 error was present in the power up logs. The usm was then install onto a pftp (patient side cart fixture test platform) where all relevant testing was passed within specification. Once testing was completed, the carriage isa was aba tested and was verified to be the source of the fault. The probable root cause from failure analysis findings may be attributed to the carriage isa (instrument sterile adapter) printed circuit assembly (pca) is the root cause for this issue.

Event description:
Refer to h11 for follow-up information.